Event description:
It was reported that the customer's reservoir compartment on her insulin pump had cracked off. The customer was also hospitalized for back surgery. The customer's blood glucose was 425 mg/dl. The customer stated that she did drop the insulin pump previously. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, missing reservoir tube lip o-ring, a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.